Event description:
It was reported that during service and evaluation, it was determined that the trigger of the battery oscillator device was sticky. It was further determined that the device failed pretest for check for sticky trigger. It was noted in the service order that the sawblade device was stuck on the handpiece, making it impossible to remove the sawblade. Additionally, it was reported that the power driver could only operate in the forward direction, as the reverse function was inoperative. This issue occurred after the surgery. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in january 2025. All available information has been disclosed.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H11: additional narrative: d10: concomitant med products and therapy dates: sawblade device, (B)(6) 2025. Device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the sticky trigger, identified during service and evaluation was confirmed. The assignable root cause was determined to be due to component failure from wear.